Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019 the patient presented with unstable angina; therefore a 3.50x23mm xience alpine stent was implanted in the 90% stenosed proximal left anterior descending (lad) artery with moderate calcification. On (B)(6) 2022 the patient was re-hospitalized due to angina and angiography confirmed the previously implanted stent had become 90% restenosed. Therefore the lesion was retreated with balloon dilatation, rotational atherectomy system and stent implantation. In addition the patient was given aspirin and plavix. There was no adverse patient sequela and no additional information was provided.